Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple quick bolus alerts. The customer's blood glucose level was 198 mg/dl. Reportedly, the customer had not attempted to request a quick bolus and did not press the wake button. The customer declined troubleshooting with tandem technical support.